Event description:
Reporter noted a noise coming from the unit then the system ceased to function. The case was completed; however, the wound required sutures because the coagulation did not work. There was no pt injury associated with this event. Subsequent surgical cases were canceled.